Manufacturer narrative:
D4. Lot number, serial number, expiration date, primary UDI number and h4 device manufacture are unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was in the cath lab for rp flex impella placement. The patient had a right internal jugular (ij) cordis in place. The cardiologist wired the cordis for removal and proceeded with impella sequential dilators. A 23f peel-away sheath was advanced over a 0.035 j wire into the patient. The sheath could not be flushed, prompting fluoroscopy to confirm positioning. Imaging revealed that the impella 23f peel-away sheath was located in the patient¿s mediastinum, resulting in rupture of the vena cava. The sheath was removed and discarded. No visible defects were noted on any dilators or the 23f sheath. The cardiologist chose not to retain the sheaths. The patient expired in the cath lab.

Manufacturer narrative:
The investigation is still ongoing.

Event description:
The complainant reported further information upon request: "rp flex sn number: (B)(6). I want to make it clear that the pump was not used at the same time as the introducer kit. Only the introducer kit was opened during the time of the complaint intake."